Event description:
During accuracy testing, the pump underdelivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.